Manufacturer narrative:
Method: complaint history review; risk assessment; results: manufacturing review was not conducted because no lot number was available. The stryker. Rep reported that it was a difficult angle and confirmed that the all in one guide was not used as recommended per the stg. Conclusion: the probable root cause of the clip disengagement is due to free handing.

Event description:
It was reported that the collars broken on both screws. Replaced with new ones.

Event description:
It was reported that the collars broken on both screws. Replaced with new ones.